Event description:
My implants are making me sick. I now have hashimotos. I also recently found out I have 2 copies of the mthfr gene. I have many symptoms of breast implant illness as well. Rashes, joint pain, extreme fatigue, brain fog.